Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead, (B)(6) 2005; 407652 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after hearing alert tones three times during the day. The lead integrity alert (lia) had triggered. The right ventricular (rv) lead had t-wave oversensing noted on electrograms, non-sustained ventricular tachycardia (nsvt) episodes, and short interval counts (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.